Manufacturer narrative:
Additional information will be provided once the investigation has been completed by the legal manufacturer coorstek. (B)(4).

Event description:
It was reported that during the insertion of the anchor into the shoulder, the needle fractured and potentially left needle residue inside the patient. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: needle fractured. Probable root cause: could be attributed to user error or use of the product in a manner other than described in the instructions for use included with the product. Mfg date: 05/01/2013. (B)(4).

Event description:
It was reported that during the insertion of the anchor into the shoulder, the needle fractured and potentially left needle residue inside the patient. The procedure was completed successfully.